Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded a new cartridge with 300 units, but the insulin gauge displayed 65 units and remained stuck at 65 units. The customer reloaded the same cartridge and received "180+" and believed this was accurate. Tandem technical support advised the customer that after 10.2 units of insulin have been delivered, a more accurate estimate will appear; customer acknowledged. The customer's blood glucose level was 200 mg/dl. Reportedly, customer would continue to use the pump for insulin therapy.